Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that a a1059 mayfield modified skull clamp had too much play. The date of the incident was not provided. There was no patient injury and delay noted. Additional information has been requested.

Manufacturer narrative:
The device was returned for evaluation. The unit cleaned per protocol. Unit received with allowable movement between the halves. Hospital can purchase a modified swivel adaptor to reduce the movement. The lock has both rotational and lateral movement and a residue buildup is present. Upon disassembly repair noted the lock will need new components added to replace worn internal parts; unit needs to be machined to have heli-coils added to large starburst threads; the set screw in the swivel base was tight. The complaint was not confirmed. The device history record reviewed with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. The root cause was not determined.

Event description:
N/a.